Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent right sided implant due to left subclavian vein occlusion. The right ventricular (rv) lead was capped and subsequently replaced. No further patient complications have been reported as a result of this event.